Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that while prepping the device, the stent dislodged proximally onto the shaft. There was no patient involvement. No additional patient information is available.

Manufacturer narrative:
Product performance engineering was unable to determine a definitive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis of the returned device revealed that the catheter was returned with blood and contrast on the balloon, shaft and sidearm. There was contrast in the balloon and inflation lumen. Neither the protective sheath nor the stent was returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were bends throughout the entire length of the hypotube. No other damage to the catheter was noted. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that during preparation, the stent dislodged onto the shaft. Quality assurance technician analysis confirmed that the stent dislodged, as the stent and the protective sheath were not returned with the catheter. However, crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The returned catheter had contrast in the balloon and inflation lumen, which balloon suggests that, at some point during preparation, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent. This could cause the stent to become loose, facilitating stent dislodgement. The IFU lists the proper method of preparing the catheter for use. Positive pressure should not be applied to the system until the stent is being deployed. The manufacturing records for this lot were reviewed. All samples passed testing for stent movement and dislodgement force. There is no indication of a product quality issue in this case with respect to stent dislodgement, but a conclusive root cause cannot be determined. Additionally noted during the lab analysis was the presence of bends in the entire length of the hypotube. There was no mention of this damage in the incident, and likely resulted from handling during the packaging for shipment back to abbott for evaluation. It does not appear to be related to the reported stent dislodgement. A conclusive root cause could not be determined. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the product performance group.